Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen needed calibrating. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer touchscreen was out of specification and needed calibrating. It was indicated that the touchscreen connector required cleaning and reseating. It was also indicated that several external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.